Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was approximately 121 mg/dl. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.